Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer was hospitalized as a result of high blood glucose. Customer's blood glucose level at the time of incident was 960 mg/dl. Customer advised that her daughter came to check on her and could tell customer was shaking and not feeling well. Customer's blood pressure dropped and they caught the flu as a result of the high blood glucose. Customer was wearing the insulin pump at the time of the hospitalization. Customer called to document the hospitalization. Customer also wanted to know how to turn off the auto off feature on the insulin pump. Customer was advised on how to turn off the auto off feature.